Event description:
It was reported that the right atrial (ra) lead was removed and not replaced due to unstable thresholds. It was also reported that the right ventricular (rv) lead had variable and unstable thresholds and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 407652 lead implanted: 2009-(B)(6). (B)(4).